Event description:
The pt was being fed using a pump. The rptr stated the fluid "flows at a fast pace". No further details regarding the extent of the overdelivery were provided. The rptr stated the pt was taken to the hospital, not because of the overdelivery, but because he had not been doing well. The overdelivery was discovered at the hosp. There was no illness, injury or medical intervention resulting from the event. One pt involved.